Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller states the patient tested 2.5 inr on the coaguchek xs system while a comparison lab returned in the range of 6.0 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system, however the caller no longer has the test strips; replacement was sent.